Manufacturer narrative:
Additional information provided. The product was returned for analysis and the reported complaint could not be confirmed. The returned picture shows iol in the iol case for 19.5d - product replacement case. There appears to be solution like substance present in the centre of the iol. No damage observed on the returned picture. The iol was returned in a replacement iol case inside a bio bottle. A significant amount of solution is dried on the iol, gross amount of solution present in the centre of the optic. The optic is scratched/marked and cracked/fractured -rejectable. Due to the amount of solution dried in the centre of the optic, the power and resolution tests could not be conducted. Therefore, the iol was cleaned for further evaluation. No clouding observed. The iol met specifications for a 19.0 diopter iol when tested for power and resolution (efl 20.934) on a cleaned lens. No root cause identified for the reported complaint "decrease in visual acuity, superficial clouding in the central area, exchanged new info: sn60wf" as no clouding observed. A significant amount of solution was observed in the centre of the optic. The iol met specifications for a 19.0 diopter iol when tested for power and resolution (efl 20.934) on a cleaned lens. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported approximately 12-years following the implant of an intraocular lens (iol), the patient's vision has decreased. There is also superficial clouding in the central area of the lens that was microscopically visible reported. The lens was exchanged. Additional information was requested.